Manufacturer narrative:
The investigation for the gastrointestinal bleed (gi bleed) has been completed. Data logs are not relevant to the complication and product was not returned for investigation. Clinical details provide limited information regarding what could have caused the onset of the gi bleed. Due to lacking clinical information, the root cause of the vascular damage could not be determined. The instructions for use for the impella 5.5 for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the patient had a gastrointestinal (gi) bleed. The patient received one unit of red blood cells overnight along with two units of platelets. Heparin remained off due to gi bleed. The patient remained stable and the procedural outcome was the patient survived surgery.